Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2025, the patient was sleepy for 2 days, felt sick and disoriented, lost her balance and couldn't walk. The patient does not recall her cgm value at the time. The patient also did not provide any treatment information. On (B)(6) 2025, the patient passed out, and her husband rushed her to the hospital. The patient was unable to recall any details following her passing out, however her husband stated to her that her bg was 1200 mg/dl at the hospital. The patient was diagnosed with dka and treated with IV saline and IV insulin. The patient was hospitalized for 4 days. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.